Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m55u6a. The analysis found that one pce60a device was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, there was an unexpected resistance in firing at the second firing. The jaws could not be opened, but the jaws could be opened finally as a result of trial and error. The deployed staples were not formed properly. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient. One device and one unused blue reload will be returning. (B)(4). Please take photos for (B)(6) customer.